Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about device fell off could not be determined. There was minimal amount of adhesive residue observed on the foam pad upon receipt.

Event description:
The patient's spouse reported that his wife's v-go came off her abdomen sometime during the night last night. Spouse could not say what time it was, but patient put the v-go on around 7 pm. Patient woke up this morning and found the v-go stuck in her nightgown. Spouse reported that patient hardly moves when sleeping.